Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited varying right ventricular (rv) pace impedances from 600 ohms to 2,000 ohms along with intermittent non-capture. The lead configuration was modified and capture was able to be obtained with good impedances. No adverse patient effects were reported. This product remains in-service.